Event description:
It as reported the patient wanted the pump explanted rather than replaced because it never gave the patient the relief they were hoping for. Patient status at the time of the report was noted as alive, no injury. The patient recovered without sequela. The pump was used to deliver dilaudid, bupivacaine and fentanyl.

Event description:
The patient had inadequate pain relief at maximum dosing and concentrations. The event was attributed to drug effects; the drugs we re not effective for the patient¿s pain. On (B)(6) 2014, ¿cds (catheter dye study) failed¿. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump revealed no significant anomaly, pump motor o-ring wear. Analysis of the catheter revealed catheter body user related hole.

Manufacturer narrative:
(B)(4).